Event description:
The user facility reported that saline leaked from a broken battery housing port during a procedure. There was no delay, no medical intervention, and no adverse consequences.

Event description:
The user facility reported that saline leaked from a broken battery housing port during a procedure. There was no delay, no medical intervention, and no adverse consequences.